Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving dilaudid (concentration 30 mg/ml, dose 6 mg/day) and clonidine ( concentration 750 mcg/ml, dose 152.5 mcg/day) via an implantable pump for non-malignant pain. It was reported that the patient reported a "lump" on her back that was palpable, further stated that she was not feeling the therapeutic therapy from the therapy, the patient experienced an insidious onset of returning pain symptoms over a couple of months which had become increasingly worse. A dye/rotor study was performed on this event report date which revealed a suspected fracture relatively close to the pump site, consistent with the location of said "lump" in patient's back. A rotor study confirmed normal pump function as was also evidenced by log readout. The patient was being worked up to obtain authorization for catheter replacement and the replacement date was to be determined. At the time of this report, the issue was not resolved and patient status was alive - no injury. It was noted that surgical intervention had not occurred but was planned and had not been scheduled. Additional information has been requested regarding the onset date of the symptoms and whether the revision had been scheduled, but it was not available at the time of this report. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that she was (B)(6) pregnant last year which she thought may have caused stress on the catheter. She mentioned that she was "very ill" this time last year when she was pregnant; the illness was reported as related to the pregnancy. She stated that her catheter had been cracked for months before her pump and catheter were replaced on (B)(6) 2016. The event date was provided as 2015; the date is an approximate date.